Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, the real time clock (rtc) was reset to zero but when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was reset to zero most likely because the controller had not been connected to an external power source for extended periods of time and the internal coil cell battery had run down. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during a routine visit, it was noted that the patient's controller displayed a date of "00" on the time stamp. The controller was unable to hold a new date. The controller was exchanged with no reported patient consequences. There was no further information provided.